Event description:
It was reported that the patient underwent a surgical procedure to replace their artificial urinary sphincter (aus) due to recurring incontinence. The physician suspected that sub-cuff atrophy was the cause of recurring incontinence. The aus system was explanted and replaced. There were no further patient complications reported.